Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Installed a new hard disk drive. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the stenoscope system does not boot properly and it is unable to read system disk. No patient injury reported.